Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the scanner was not detecting the tag. No additional information was provided.

Manufacturer narrative:
Evaluation summary: one detection device was received for evaluation. A review of the serial number reported indicates that the product was outside of the warranty period at the time of reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition with detection was found to be an alarm that would occur when the device was used. The investigation found a failure on coil 4. The mat was plugged into the console and a replace mat error was displayed on the screen. The rivets on the cable/coil interface were pressed and the mat was tested again. All coils passed. The failure mode was the resistance of the coils as measured from the mat connector. This was greater than the limit of 3 ohms. Trouble shooting isolated the problem to the electrical interface between the foil laminate of the coils and the connector printed wiring board (pwb). The investigation identified the root cause of the reported event to be a poor electrical connection made between the rivet and star washer connection to the aluminum foil laminate sheet. The investigation identified the root cause of the reported event to be a poor electrical connection made between the rivet and star washer connection to the aluminum foil laminate sheet. Corrective actions have been implemented to prevent this issue. If information is provided in the future, a supplemental report will be issued.